Event description:
Covidien received a report of a n-395 with no audio found during preventive maintenance. The biomedical engineer isolated the problem to the speaker assembly with the wires reported as broken off of the speaker.

Manufacturer narrative:
Customer has thrown away the speaker, therefore, no further evaluation of the speaker can be performed. See scanned page.